Event description:
A customer reported the unit of measure on their freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The customer's prod has been requested back for an investigation. A f/u report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.